Event description:
The reported states: using xi robot and robotic arm. Their packs from cardinal come with hem-o-lok clips but when they need additional they only stock symmetry ligation. They could not get the symmetry clips to lock and they had the white part of the boat break off.

Manufacturer narrative:
Qn#(B)(4). Per the DHR, lot number 9815 of product 61114v vlock lg clip 6/cart 14/box was manufactured on (B)(6)2019 . A total of (B)(4) pieces were manufactured. DHR investigation did not show issues related to complaint. The complaint sample was not returned for investigation. Therefore, the root cause cannot be established.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The reported states: using xi robot and robotic arm. Their packs from cardinal come with hem-o-lok clips but when they need additional they only stock symmetry ligation. They could not get the symmetry clips to lock and they had the white part of the boat break off.